Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and caller noted no events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Caller plugged pump into known working power source and display turned on showing malfunction code, customer planned to continue using current pump and rely on alternate method if needed, and technical support arranged warranty replacement pump, confirmed shipping details, and completed required field correction form on customer¿s behalf; customer was instructed to place pump in storage mode, return malfunctioning pump within specified time using provided materials, and then program settings and reconnect continuous glucose monitor on replacement pump.